Event description:
It was reported that the pt heard a buzzing sound and his speech processor is not working. The patient was given a new set of external equipment but this did not resolve the problem. He was seen by the clinic in 2007 and also by med-el three days later, where it was confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.